Manufacturer narrative:
Additional information: h3, h6. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was visually inspected and it was observed that the dark female connector was separated from the mainbody. The reported conditions were verified. The cause of the separation was due to inadequate solvent to the insert chip during assembly. The cause of the connection issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information in d1, d4 (product code), d10, g5: PMA/510k #, and h3. H10: the device was received for evaluation, however no additional testing was performed. The device was determined to likely be catalogue # 5c4482. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set was unable to detach from the patient line of a homechoice cassette. It was further specified the light blue portion (main body) was "sliding off" and the recessed dark blue (female connector) grooves remained in the patient line. This issue occurred when ending peritoneal dialysis therapy. The transfer set was replaced. There was no patient injury, however the patient received antibiotics prophylactically. No additional information is available.